Event description:
It was reported by service report that the fowler cylinder was leaking and the fowler was drifting and unable to support pt weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.